Event description:
In 2006, the patient was treated with a polarcath device for one lesion. The pre-procedure target lesion was in the popliteal (de novo) reference vessel with a 5 mm diameter and a 5 mm lesion length. The quantitative data measurement method was visual. The target lesion pre-procedure was 98% eccentric stenosis. There were two patent run-off vessels. There was no vessel tortuosity and no calcification at target lesion. The polarcath balloon used during the procedure was a 5 mm diameter, 4 cm balloon length, (shaft length 80 cm) and 1 inflation. The patient experienced pain during the cryoplasty inflation. The cryoplasty total procedure time was 11 minutes. The post treatment of the lesion after cryoplasty included pta with a balloon/stent diameter 6 mm and maximum post-dilatation pressure 12 atmospheric pressures (atm). The target lesion post cryoplasty procedure was 60% stenosis and post repeat pta was 20%. The patient had a one month follow up visit. The clinical stage claudication walking distance was less than 150 meters. An angiogram showed 100 % re-occlusion. There were no other flow anomalies in the target vessel. The physician documented restenosis. There was no intervention at this visit. The patient had a follow up visit in the following month. The physician referenced last visit angiogram that showed 100 % re-occlusion. The physician then documented re-stenosis as an adverse event. The intervention was bypass surgery. No further details were given.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause was not able to be determined.